Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. Sample (B)(6) initial anti-tpo elecsys result was >600 u/l and the repeat result was 67.7 u/l. Sample (B)(6) initial vitamin b12 g2 elecsys result was >2000 pg/ml and the repeat result was <50 pg/ml. Sample (B)(6) initial vitamin d total g3 elecsys result was >120 ng/ml and the repeat result was 31.3 ng/ml. Sample (B)(6) initial insulin elecsys result was <0.2 uu/ml and the repeat result was 8.26 uu/ml. The questionable results were not reported outside of the laboratory. The a-tpo reagent lot number was 62835101 with an expiration date of 30-apr-2023. The vitamin b12 reagent lot number was 64375701 with an expiration date of 31-jul-2023. The vitamin d reagent lot number was 62230402 with an expiration date of 31-dec-2022. The insulin reagent lot number was 58660702 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced a punctured tube on the sample/reagent pipette. The investigation determined the service actions resolved the issue.